Manufacturer narrative:
Refers to the reported symptom of "hunger".

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA on behalf of the patient alleging that their onetouch ultramini meter read inaccurately high compared to their hemoglobin a1c result. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first occurred on (B)(6) 2018. At this time the patient obtained blood glucose results of ¿247, 208, 204, 326 and 285mg/dl¿ with the subject meter compared to an unspecified result from a hemoglobin a1c test. Lfs does not consider this to be a valid comparison. Prior to this alleged inaccuracy, the patient had visited their doctor¿s office on (B)(6) 2018 and had a blood glucose test done on the doctor¿s meter. A result of ¿49mg/dl¿ was obtained at this time. In response to this the doctor decreased their patient¿s daily intake of lantus insulin from 42 units to 40 units ¿ the patient started this new daily regimen on (B)(6) 2018. At an unspecified time in relation to this, it is noted that the patient developed symptoms of ¿shaking and hunger¿. It is not known what form of treatment, if any, the patient received in response to these symptoms. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although it is not known if patient¿s symptoms occurred prior to or after them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.